Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that device delivered inappropriate atp and hv therapies during an svt. The device had initially diagnosed svt. Morphology and sudden onset then diagnosed vt and therapy was delivered. Adjust svt detect criteria was recommended and device will be monitored.